Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted. The motor tested ok.

Event description:
Customer reported a motor error alarm during the bolus. The blood glucose reading was 300 mg/dl. The insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.